Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with ketones; cause and ketone levels were not known. Customer did not take any action to address bg level. Reportedly, customer experienced nausea, vomiting, and feeling faint. The customer was admitted into the emergency room, and blood tests were taken. Reportedly, customer's heart rate was low and was referred to a cardiologist. Customer was released from the emergency room on (B)(6)2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.